Manufacturer narrative:
Philips authorized repair technician tested the device and confirmed there is no audio. During testing, it was determined the speaker is at fault. The speaker was replaced. The device was functionally tested and found to now be working according to specifications.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was outside of use. There was no report of patient or user harm.

Manufacturer narrative:
D4 data correction to device identifier product UDI.